Manufacturer narrative:
The subject device was evaluated at the manufacturing site of omsc. Omsc checked the subject device and could not confirmed that the broken part of the bw-20t was remained in the channel. There was no kink and/or deformation of the channel and bw-20t which was olympus asset could be inserted in the channel without abnormality, therefore the subject device had no abnormality. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and investigation result, omsc surmised that there was something wrong with the handling method and/or the channel cleaning brush bw-20t which was used at the facility. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the channel cleaning brush (bw-20t, olympus) was broken. The user tried to retrieve the broken part of the bw-20t with insertion of another brush into the channel, however the broken part of the bw-20t did not come out from the channel. Therefore the user concluded that the broken part of the bw-20t had already come out from the subject device. After next procedure the user found that the broken part of the channel cleaning brush remained in the subject device. There was the possibility that the insufficiently or incorrectly reprocessed subject device was used for next procedure. There was no report of patient injury associated with the event.